Manufacturer narrative:
This report is being amended to reflect changes in sections. No device or photos were received; therefore the condition of the shell is unknown. Device history records for the lot code associated with the shell, stem and head were reviewed. No deviations or anomalies were noted in the manufacturing process. The reported devices are used for treatment. The devices were used in a compatible combination. Review of the complaint history indicated no prior complaints for the part-lot combination associated with the reported shell, head and stem. Review of revision operative notes determined that, on testing of the hip, there was only 20-30 degrees of internal rotation and the hip was dislocated. There was found to be a large piece of heterotopic ossification of which the devices appeared to be levering off. On removal of the heterotopic ossification, the acetabular component was found loose. Laboratory reports indicated elevated cobalt levels. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Other devices used: - manufactured by zimmer(B)(4), catalog #00630505036, trilogy polyethylene liner, lot #61717720, catalog #00801803604, versys hip system femoral head, lot #60960734. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The updated information does not alter the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to dislocation and metallosis was noted.